Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon explained that the patient was suffering from some hip pain. When the patient received x-rays of their hip, it appeared that the poly had possibly come disassociated from the acetabular component. He felt the patient would benefit from a head and liner exchange. Once the poly had been removed, it appeared that the poly was already showing some damage due to impingement. Dr felt the cup was positioned appropriately, so he opted for a trial reduction with a +4 neutral liner instead of the +4/10 degree liner that was implanted. Dr felt this was stable, and corrected any possible impingement the patient may have been experiencing. The real implants were opened and inserted. The hip was reduced and stability was confirmed. Closing process began. Loosening with unknown components was indicated. Doi: (B)(6) 2021, dor: (B)(6) 2022, affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.